Event description:
Same case as MDR ID 2134265-2012-08360, MDR ID 2134265-2012-08414. It was reported that during the preparation for an intravascular ultrasound imaging (ivus) procedure, pullback failed. The physician tried to make an evaluation of the left main coronary artery with the ilab but the pullback function failed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).